Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a calcified lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. It was reported that the stent did not pass through the calcified lesion despite using multiple ptca balloon catheters. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts stretched. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: multiple images of the lcx and om were provided. The lesions in these vessels were pre-dilated followed by stent deployment in the proximal om. But no stent was deployed in the lcx. There were no images provided showing the attempted but unsuccessful delivery of a stent into either vessel that was withdrawn without deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.